Event description:
It was later reported the physician felt the vns was working correctly and all diagnostics were good. The patient was referred for generator replacement surgery, which took place on (B)(6) 2016, in hopes that the newer m106 technology would help the patient have better seizures control. The generator replacement was reported to be prophylactic.

Event description:
It was reported by the physician that the patient was having clusters of seizures, when previously she was only having sporadic seizures. A battery life calculation was requested which showed approximately 1.8 years remaining until the neos = yes (near end of service) condition. It should be noted that over 1.5 years of data was missing while performing the battery life calculation estimation. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The hospital where the prophylactic replacement took place does not return products to the manufacturer for analysis. Therefore, no product analysis can be performed.

Event description:
Additional vns settings were provided and a second battery life calculation was performed showing that approximately 1.1 years remain until neos = yes (near end of service). Attempts for additional information have been unsuccessful to date.